Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's husband called to reported the passing of his wife. Caller stated that the cause of death was due to diabetes. Caller stated that the customer had fallen against a bathtub and had broken some bones. Caller stated that she began to spit blood, paramedics were called and customer was hospitalized for 36 hours before passing. Caller stated that the customer also had heart problems, leukemia and seizures. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.